Manufacturer narrative:
This device was returned to mmdg and evaluated. During the investigation, the pump operated within product specifications. Mmdg was unable to replicate or confirm the complaint. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the "continues to pump air at times." The patients mother states that it is not all the time, but sometimes the pump doesn't alarm and continues running. The initial reporter also stated that the patient didn't require any medical intervention and that there were no missed feeds or delays in therapy. (B)(4).